Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. D6b: explant date: (B)(6) 2025. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6) batch/lot number: 18389523. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 18598406. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 18892121. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure and the explanted devices were disposed of by the facility. No further information has been obtained.